Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 16-jun-2026, a sales representative reported via email that an ar-3642sp 2.6 dl knotless fibertak experienced an issue during insertion. The fiberlink shuttling suture tore during anchor insertion, rendering the implant unusable. The device was replaced with another anchor from the same lot, which was implanted without issue, and the procedure was completed successfully. The event was identified during a procedure on (B)(6) 2026, with no patient harm reported. Additional information was received on 19-jun-2026: this occurred during a rotator cuff (subscap) repair procedure. No case delay or additional anesthesia was reported. No fragments were retained in the patient.